Event description:
During the routine f/u of a reply vdr pacemaker (sn: (B)(4)), the programmer froze during smartcheck tests (smartcheck is a feature that performs automatically threshold, sensing, and lead tests). The programmer was rebooted, and a normal device f/u could be performed.

Manufacturer narrative:
(B)(4) 2010. This event concerns a device that was mfg and used outside the united states. Analysis is pending.